Manufacturer narrative:
It was reported by customer that when taking durvalumab out of biohazard bag to be hung, part of the 0.22 micron filter fell off of tubing and onto the floor. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: 10013902, batch #: 23039088. It was reported by customer that when taking durvalumab out of biohazard bag to be hung, part of the 0.22 micron filter fell off of tubing and onto the floor. Verbatim#: dfci rl #51754. Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Description of event: when taking durvalumab out of biohazard bag to be hung, part of the 0.22 micron filter fell off of tubing and onto the floor. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported 11-10-2023. Was there any patient involvement for all events? Unknown. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.

Event description:
It was reported that bd alaris smartsite low sorbing set separated. The following information was received by the initial reporter with the verbatim: dfci rl #(B)(4) - was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Description of event: when taking durvalumab out of biohazard bag to be hung, part of the 0.22 micron filter fell off of tubing and onto the floor. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Unknown. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.